Event description:
A ceiling lift's motor assembly's emergency pull switch seized and strap broke off due to corrosion from battery acid leakage. The device was removed as it is overhead and could potentially cause patient harm. Subsequent inspection of other lifts in our two hospitals revealed the battery fluid leaking out and causing corrosion at the battery terminals in 15 more devices. All the units exhibiting leakage have been removed and sent to the manufacturer for analysis.